Event description:
Laparoscopic scissors being used during surgery for lysis of adhesions. Mesh from prior surgery was also being lysed. Two pair of stryker scissors used; both broke and left pieces behind. One piece was retrieved; another piece was not. Both pieces are approximately the size of a pin head. The patient was not harmed.